Event description:
The report indicates that one year and two months post operatively, the right pedicle bone screw shank at l5 fractured. Initial plif (post lateral interbody fusion surgery) was performed on (B)(6) 2013 to fuse l4-l5 vertebral bodies. Pt's activity level is unk. Pt compliance with post-surgical instructions is unk.

Manufacturer narrative:
Nuvasive reference (B)(4). Revision occurred to remove and replaced the fracture construct. Pt reportedly doing fine post revision. The surface disruption observed on the fractured end of the shank suggests a fatigue failure. The duration in which the implant was implanted suggests the possibility that fatigue could be a contributing factor. The returned device measurements met design specification. Review of the device history records notes no material non-conformances or manufacturing errors that may have caused or contributed to this mode of failure. These devices are not designed to withstand the unsupported stress of the full weight or load bearing alone. These devices can break when subjected to the increased load associated with delayed union or non-union and will dictate the longevity of the implant. It is unk if the anatomy restriction of physiological conditions or lack of fusion, may or may not have contributed to this event. The root cause of this reported event has not been determined; no conclusion can be drawn. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."